Manufacturer narrative:
The meter was returned and investigated with returned test strips. Control solution testing was performed and all results were within range specification. No errors or new issues were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6), 2014 the test did not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported that she was "in bad shape" and that she "lost her voice and could not answer". Paramedics were called and upon arrival treated customer with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.